Event description:
It was reported that the customer experienced a high blood glucose level, but the specific cause was unknown. The customer attempted to correct the high level by using a correction bolus via pump and, after consultation, was advised by technical support to inspect and replace the infusion set as necessary. Additionally, the customer was advised to consult with a healthcare provider to discuss factors affecting blood glucose levels.